Event description:
It was reported that during fluoroscopy the system does not make exposures and displays a "communication failed" error. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.